Manufacturer narrative:
The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice presented an electric shock. This event occurred during use with patient involvement. The shock was described as very light to the right hand only. It was reported that the patient was cleaning the device with 70% alcohol when the event occurred. The patient was not wearing footwear. The device was connected by an extension cord to the outlet. The home is reported to not be adequately grounded. There was no patient injury or medical intervention associated with this event. No additional information is available.